Event description:
It was reported that the tip of the obturator broke while attempting to remove a set screw during surgery. The broken tip was retrieved from the pt. No pt complications were reported.

Manufacturer narrative:
(B) (4): the obturator was returned for eval; the broken tip was discarded at the hospital. Visual examination confirmed approximately 3mm of the tip broke off; additionally, the tip just below the fracture is plastically deformed and twisted, with visible cracks at the base of the hex. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow consistent with torsional overload during usage. A review of the device history records did not identify any applicable nonconformance to specification.